Event description:
A nurse responded to an audible alarm sounded by the tlc-ii vad driver. The device was operating in fixed rate mode, but then stopped pumping. The patient lost consciousness, whereupon the nurse began hand-pumping. The patient responded immediately and was switched to a backup driver without further incident. The failure investigation has determined that the event was caused by failure of a bearing in the compressor of the tlc-ii driver. The bearing has been sent to the manufacturer for further analysis. A followup report will be submitted if any corrective action is warranted by the findings.